Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller says that "the patient (pt) had heart problems "and they had to shock me with cardioversion 3-4 times over the span of a month and that started something in my back so the manufacturer representative (rep) adjusted it and they adjusted it again on wednesday and the rep told the patient to call in to let him know how it is doing". Pt says "I started having problems when I left the hospital in october" and says it needs to "be turned up a little bit further up in my back, it just bothers me when I walk or if I stand up a long time, and I can ride a bike, I rode for 3 miles this morning and it doesn't bother me at all, it just bothers me when I walk". Pt said they had a pacemaker implanted a couple months ago and says this back pain started then. I tried to clarify whether it was october or a couple months ago and they couldn't clarify it and aren't sure because the pain only happens at certain times when he is doing certain activities. Pt said the adjustment on wednesday did help it just needs further adjusting. They stated that they first made 2 reps aware of this issue a month ago, but doesn't remember their names. They did the first adjustment and another rep adjustment on wednesday helped a lot "it just needs to be cranked up a little bit". The patient's relevant medical history included heart issues, pacemaker implant.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep stated when he met with patient, there did not appear to be any interference from the cardioversion and the devices appeared to be working fine. Rep just made some adjustments. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event***

Manufacturer narrative:
Note that the g6 codes have been updated to reflect the new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.